Event description:
It was reported that the patient had been experiencing an increase in seizures and was scheduled for prophylactic generator replacement. The patient was also not feeling stimulation. The relationship of the seizures to pre-vns baseline levels is unk. Patient underwent generator replacement surgery on (B)(6) 2010. Attempts for further information and product return have been unsuccessful to date.